Event description:
Product analysis was approved on (B)(6) 2012. The lead assembly was returned for analysis due to the following allegation high impedance. A break in the lead casing was seen during the surgery, but they could not determine if the break occurred during surgery or at another time. A discontinuity was identified in the positive coil. Scanning electron microscopy images of the positive coil showed that the coil was most likely cut using some type electro-cautery tool as indicated by the fused coil wires in one of the coil ends. Although, not conclusive, it appears this observed condition is the result of the explant procedure. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
During generator revision surgery for this vns patient on (B)(6) 2012, high impedance was seen. It was reported that diagnostics were run prior to surgery with no high impedance. During surgery, a break in the lead casing was seen; however, it could not be determined if the break occurred during surgery or at another time. The lead was revised in addition to the generator. Post-operative diagnostics indicated ok impedance. The generator revision is captured in MFR report # 1644487-2012-01850. The explanted lead was received on (B)(6) 2012 and is currently undergoing product analysis. On (B)(6) 2012, follow-up with the patient's physician was performed. The physician stated that high impedance was not seen prior to surgery. Impedance values and settings from additional appointments were provided.

Event description:
The explanted generator, in addition to the lead, was received on (B)(6) 2012 and is currently undergoing product analysis. Follow-up on (B)(6) 2012, also revealed that the patient's device was last interrogated in (B)(6) 2011 and low battery was seen (one-quarter to one-third of battery life remaining). When the patient was seen for follow-up, it was noted that the battery was dead. The increase in seizures was attributed to the battery being dead. The physician believed the battery depleted very quickly from (B)(6) 2011 to (B)(6) 2012. The patient's device was turned on after surgery. The patient was seen post-operatively on (B)(6) 2012, with ok impedance at 3059 ohms. The patient was doing okay with modest seizure control, and the patient's settings were provided. It was stated that the settings would be gradually increased to their previous values. (The exact values were not provided).

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Description of event, corrected data: previously submitted MDR inadvertently omitted information. This report is being submitted to correct this information.